Event description:
The customer reported the system cine drive was not functioning. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site svc call. The cine drive was formatted during the svc call. The sys was tested and found to be working as intended and put back into svc.